Event description:
The customer reported that the device broke during a laparoscopic ventrical hernia repair. There was no injury to the pt. The incident device was returned and a visual inspection revealed that the knife was protruding from the jaws of the device.

Manufacturer narrative:
(B) (4). The incident device has been received and is under evaluation. When the device evaluation is completed, a follow-up report will be submitted.